Event description:
Initially, the customer requested an additional training for the facility and reported that after a resident transfer was completed with active floor lift - sara 3000, the resident sustained leg fracture below the knee. The customer did not report any device malfunction. The customer stated that injuries that the resident sustained are likely from the needed forces of transfer using the sara 3000 device. The hospital stated that the "most likely fragility fractures due to osteoporosis.¿